Event description:
Customer reported with an issue of the image turns purple. The issue found during unknown event. There was no patient harm reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation observed irregular color tone on the image. The customer reported issue was confirmed. In addition, the bending angle was found insufficient due to the elongation of the angle wire. Insufficient angle, cracked on video connector was observed. The angle knob has play, the a-rubber (bending part) has pinhole and the adhesive part was found chipped. Label was observed to be peeling. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the imaging unit, a board inside the scope connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.